Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation of the device to determine root cause, the technician observed damage to the device consistent with mishandling. The damage is not consistent with normal wear and tear. The lcd display was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction